Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's therapy had stopped due to an info por message. The patient went to charge the ins when they saw the por message. It was unknown if the por was related to an overdischarge event. The patient used the programmer to clear the por message. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they did not know how the por occurred. It came on when they went to go charge.